Event description:
The patient reported that subsequent to the implant of a protegen sling for treatment, they experienced incontinence. The patient reported the sling was removed. The device was not returned for evaluation. Therefore, no failure analysis is available. Without evaluating this device, company is unable to determine if the device met specifications, and company is unable to determine the specific relationship of the device to the event.